Manufacturer narrative:
(B)(4) functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. The log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a perforation of the left atrial appendage occurred. While ablating on the ridge between the left pulmonary veins and the left atrial appendage, the ablation catheter perforated the appendage. During ablation, five grams of contact force was noted, so the catheter was advanced to achieve a higher contact force when the catheter perforated the appendage. An increase in contact force was not noted by the user when the perforation occurred. The patient became hypotensive and an intracardiac echocardiogram confirmed a perforation. A pericardiocentesis was performed; however, the patient required surgical intervention to repair the perforation. The patient was in stable condition following surgery.